Manufacturer narrative:
Lens received with a bent haptic.

Event description:
The posterior capsule was torn. The reporter confirmed the lens did not cause the event. The incision was enlarged to remove and replace the lens with an anterior chamber lens.